Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they did not feel stimulation and their symptoms were not being controlled, so they think their implant has stopped working. The patient stated they got the device for fecal incontinence and they only turned stimulation up when they were doing activities such as swimming or walking because they only had bowel incontinence when they did those activities. They usually felt stimulation by 3.0v. The patient had gone for a long walk and could not feel the stimulation when they turned it up. They mentioned they had their first bowel incontinence episode in the past and now they were having them again. They tried increasing stimulation to 8.5v on all 4 programs and they still could not feel stimulation. The patient further mentioned that they usually feel stimulation but it is so subtle that its sometimes hard to tell. They would feel it 7 seconds on and then 7 seconds off. During the report they were on program 1 at 1.4v. During the report, they increased stimulation to 8.5v on programs 1, 2 and 3, and the patient did not feel stimulation. They did not try program 4. They turned stimulation back to where they think they originally set it before they made any changes and stated they would leave it there until they talked with their hcp. The return of symptoms was noted to have started a month prior to the report and their loss of stimulation was in the last couple of days when they tried to increase stimulation up high and could not feel it. They were not sure when they had stopped feeling stimulation. The implantable neurostimulator (ins) was indicated for fecal incontinence/gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 ,lot# va0gf3x , product type: lead.

Event description:
Additional information received from the patient indicated that did not feel stimulation at any level or any program and experienced a return of symptoms. The patient stated that the device not working led to these issue. It was mentioned that they had an x-ray and appointment with their surgeon. The issues were not yet resolved, and a surgery was scheduled on (B)(6) 2017 to either correct the position of the "probe" or insert a probe on the other side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.